Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose increased to 325 mg/dl so she waited an hour and a half before replaced her infusion set and blood glucose was 420 mg/dl after replacing her infusion set. The customer was declined troubleshooting for high blood glucose. The customer was treated with manual injection for high blood glucose. The device will not be returned for analysis.